Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, the cs100 intra-aortic balloon pump (iabp) unit is not turning on.

Manufacturer narrative:
Corrected fields: (health effect ¿ clinical code and health effect ¿ impact codes) additional information: event site postal code: (B)(6) a getinge field service engineer (fse) evaluated the unit and to fix the issue he replaced the power supply (0014-00-0033-05) and motor controller pcb (0671-00-0004) and performed all functional and calibration tests and found within range. Now the unit is working fine.

Event description:
N/a.